Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: surgeon used all green cartridges w/ seamguard on both cartridge and anvil on every firing. Issue occurred during the third firing. Surgeon does not wait 15 seconds prior to firing. Cartridge side up. During firing rep noted that the tissue was thick and heard the motor laboring. Rep could see that the one piece sled was damaged through the cartridge channel during the firing. Surgeon did not pulse during this firing sequence. Seamguard is not trimmed in between firings. Device was articulated about 30 degrees to the left. Third firing was completed direct center of previous two staple lines. Bmi unknown. Patient was female. The analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/6. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the device was fired on third firing with green reload on gastric sleeve portion of procedure and only one row of the usual three rows of staples was delivered on specimen side. A powered linear cutter device was used with the cartridge. The same device was used to complete the procedure. There were no patient consequences reported.